Event description:
The pt's dressings and bandages were removed at the office and upon removal, the doctor noticed discharge seeping from the wound. The doctor felt this was potentially an infection causing the surgeon to irrigate and debride the area. The ceramic head and dm liner were removed and replaced after area was cleaned. MFR # 3005180920-2015-00172.